Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2017 and the barbed suture was used. During the procedure, the needle was broken at the swage part when suturing the fascia. At that time, the needle was held at the swage part. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.